Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with permanently attached bd safetyglide¿ safety needle had foreign matter in it before use. The following information was provided by the initial reporter: "they opened a sterile syringe and it had ¿stuff¿ in it."

Manufacturer narrative:
H.6 investigation summary: the sample was received by bd for evaluation. A quality engineer was able to review the returned (1) 1ml, 13mm, 27g bd safety glide syringe in an open blister pack from lot # 9168602, product # 305945 with the reported issue of a sterile syringe and it had ¿stuff¿ in it. The returned syringe was examined and exhibited dark material on the surface of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components like those of glycerides or lauryl acetate (materials that are found in oils) mixed with silicone. A review of the device history record was completed for batch# 9168602. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. On 10th feb 2020, holdrege received one customer complaint for 1.0ml 27ga 13mm bd insulin syringe in an open blister pack from batch#: 9168602. After visual inspection of the sample, we would confirm that it is fm on the surface of the plunger rod. Molding process: the mold press receives resin into the hopper. The resin is then fed into the barrel via rotation of the reciprocating screw. The resin is melted and pushed into the mold. The mold profiles the melted resin into a shape. The resin is cooled. The mold then ejects the molded parts. Root cause: the returned syringe was examined and exhibited dark material on the surface of the plunger rod. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material has components similar to those of glycerides or lauryl acetate or lauryl acetate (materials that are found in oils) mixed with silicone. Alcohol will be used only while cleaning the mold face, 5-complete shots will be purged into grinder before diverting the parts into good product. Verified if the process was diverting the parts to the grinder and it passed the inspection. Did not have any notification pertaining to the complaint. Therefore root-cause cannot be determined, but complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends .based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.

Event description:
It was reported that the bd¿ syringe with permanently attached bd safetyglide¿ safety needle had foreign matter in it before use. The following information was provided by the initial reporter: "they opened a sterile syringe and it had ¿stuff¿ in it.